Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of did not protect the end of the catheter line and peritonitis in a patient (age and gender not reported) coincident with dianeal pd4 unknown bag therapy on an unreported date, the patient began treatment with dianeal pd4 unknown bag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The action taken with dianeal therapy was unknown. On an unreported date, the patient contacted the help line regarding a no flow from the solution. The representative instructed the patient to disconnect and place the line on the catheter. It was reported that the patient did not protect the end of the catheter. On an unknown date the patient experienced peritonitis. It was not reported if the patient was hospitalized, if laboratory tests were performed or if treatment was rendered. Outcome for the event of peritonitis was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). This report of use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional becomes available.